Event description:
The complainant reported a patient undergoing coronary artery bypass was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the automated impella controller experienced purge disc/flag issues that were resolved by changing the consoles. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported purge disc/flag issues has been completed. The logs showed repeated inability for the purge to go home indicative of a malfunction in the purge system. The purge disc retainer was completely cracked and the purge flag was missing when the console was returned for investigation. The cause of the issue was a broken purge disc retainer and missing purge flag. This report is being filed as part of a retrospective review of historical records.